Manufacturer narrative:
Results: operational problem ¿ (balloon deflation and removal difficulties occurred during the procedure). (B)(4).

Event description:
No anomalous resistance during removal of protective device. No abnormalities noted during device inspection, preps and negative prep before the operation. After deployment of des at the moderately calcified lesion in the lad with 75-90% stenosis, the physician performed post-dilation using nc euphora balloon catheter (3.25mm x 08mm). No resistance was felt with mating device during delivery. No resistance was felt when device was passed through the lesion site. The relevant device was inflated at 20 atm (inflation time unknown) for the first inflation, then the physician attempted to deflate the relevant device but it was unable to deflate. When gc was deeply inserted and the relevant device was removed to tip of gc, it was slightly able to deflate so that the relevant device was removed outside of the patient body. Angiography was carried out and it was confirmed no anomaly with the deployed stent, so that the operation was completed. There was no adverse event to the patient.

Manufacturer narrative:
Device evaluation: the device was returned to medtronic for evaluation. The distal tip was damaged. The guidewire entry port was partially ripped. The distal shaft was kinked 5.5cm distal to the guidewire entry port. The balloon was partially inflated when it was returned to medtronic. Residue was visible in the inflation lumen and balloon. The device was placed in a waterbath to try and disperse the residue. On removal from the waterbath the balloon inflated slowly when it was pressurized. The balloon was then sectioned on the transition shaft and the proximal section was pressurized with no issues noted, the distal section of the device was sectioned distal to the guidewire entry port and it was also pressurized with no issues noted. The balloon was successfully inflated and the kink on the distal shaft did not appear to impact the inflation time. Deflation time from nominal pressure (12atm) measured twice at 6.5s and 8s. There was no other damage evident on the device which could have contributed to difficulties inflating or deflating the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.